Event description:
This is report 1 of 2 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device and console device displayed an e8 error continuously while in use together. According to the report, the alleged malfunction occurred the first time the device was used. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: not provided mfg date: the serial number was unknown. Therefore, the device manufacture date was unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.